Manufacturer narrative:
Lead explanted on (B)(6)2021 due to oversensing and noise. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices.

Manufacturer narrative:
Lead explanted on (B)(6) 2021 due to oversensing and noise. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized. The analysis revealed that the distal end region was found damaged due to wear. In this area the conductor cable leading to the distal ring electrode was found fractured. These damages are assumed to be the root cause of the reported oversensing leading to inappropriate shocks. The characteristics of the above damages indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. Further damages such as cuts into the insulation 25cm and 29cm distal to the df4 connector pin, most likely resulted from the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Noise resulting in inappropriate therapy was reported on this rv lead. Noise was visible during follow-up and no out of range measurements were reproduced with isometric testing. Lead currently remains implanted. Should additional information become available, this file will be updated.